Manufacturer narrative:
Medtronic received additional information that the 21mm aortic bioprosthetic valve was attempted to be implanted, however there was a shelf of calcium that extended from the left main coronary ostia to the right coronary ostia that could not be debrieded/removed. The physician placed the three commissure sutures in the valves cuff and lowered the valve into the annulus, however he could not get the valve past the calcium shelf and the valve actually bowed at the lowest position. At this point, the physician elected to remove the valve from the sutures and decided to place a mechanical valve which would fit beneath the calcium shelf. The physician stated that there was nothing wrong with the bioprosthetic valve, it was not used due to patient anatomy. The physician stated that the patient later passed away from renal failure as well as broken heart syndrome from recently losing his wife. The patient death was not related to a valve malfunction nor was there any allegation that the valve/product contributed to the patient's death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 505da22, serial/lot #: (B)(4), ubd: 18-jul-2020, (B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 21mm aortic bioprosthetic valve was implanted and explanted during the same procedure for unknown reasons. The valve was replaced with a mechanical valve. The patient passed away 12 days later for unknown reasons. The mechanical valve remains in the patient.